Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that evidence of moisture ingress was observed behind the display lens. In addition, it was reported that there was no physical damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/02/2015-product analysis:the device was returned and evaluated by product analysis on 09/14/2015 with the following findings:two battery compartment cracks were observed. Leak-testing revealed battery compartment leaks. Moisture was observed on the pump¿s internal components. Unrelated to the complaint, a display lens leak was observed.